Event description:
Database report of a broken im nail, the surgeon indicated an exchange nail procedure to change the broken 8mm nail for a 10mm nail. Review of the patient x-rays shows a nail broken at one of the distal screw slots. The x-rays also showed a non-union which appears to have shifted causing stress at the distal end of the nail. Cause: non-union shifted causing stress to be placed on the distal end of the im nail and causing the nail to break at a weak point (screw slot). No indication of product defect.